Event description:
Patient reports dentist evaluation found class I right molar relationship, class ii left end-to-end molar relationship, 50% overbite, 5-6mm overjet, lower midline is off to the left of upper midline (2mm) recommended aligner therapy to be discontinued due to the length of time in treatment with unacceptable results (deep bite, crowding).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.